Event description:
During a (pta) percutaneous transluminal angioplasty of an anastomosis in the brachial artery, the distal portion of the (gw) guidewire unraveled and 2mm of the distal tip separated in the subcutaneous tissue. The decision was made to leave the 2mm piece in the area, since according to the operator "it did not cause any medical danager". The product will be returned and the pt was noted in good health.

Manufacturer narrative:
The product is expected to be returned eval and analysis; however, has not been received.